Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient presented to a radiation facility and experienced a high heart rate which increased when a magnet was placed on the implantable pulse generator (ipg) and the patient thought there was something wrong with the device. The ipg remains in use. No further patient complications have been reported as a result of this event.